Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, multiparous and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal history with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 and removal date as per mr is (B)(6) 2017. 3 coils on the right, 4 coils on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received event " dysmenorrhea" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding genital, multiparous and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal history with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is 08oct2009 and removal date as per mr is (B)(6) 2017. 3 coils on the right, 4 coils on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: "previously reported event medical device removal replaced by pelvic pain". Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.